Manufacturer narrative:
Corrected data: further information was provided and reported the lens was opened for implantation but was not in contact with the patient. A capsule rupture occurred prior to lens implantation, and surgeon had to replace the lens with an ar40. Since the lens was already open on sterile table, the lens could not be reused. Therefore, this event is no longer considered a reportable malfunction and no further information will be provided. Section h6: device code. The code provided in the initial report (B)(4): break is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was damaged, open and not used. No additional information was received.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.